Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was lower than the implantable cardioverter defibrillator's (ICD) programmed lower rate. The device remains in use. No patient complications have been reported as a result of this event.